Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to interventions and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent in the right leg, a 6.0 x 150 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to proximal popliteal. An antegrade approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon. The treated segment was post-dilated with pta. The patient previously had multiple interventions on her left leg (non-study leg). One of these included a restenosis event that had a date of onset of (B)(6) 2021 where an additional bm3d stent was implanted in the above-knee (ak) popliteal artery and distal sfa. The site identified a restenosis in the left leg on (B)(6) 2022. The patient came into the clinic on (B)(6) 2022 and reported recurrent left leg extremity (lle) claudication symptoms. An ultrasound showed greater than 50% stenosis of the left mid/distal sfa stent at the inflow, proximal stent and mid/distal stent. The patient returned on (B)(6) 2022 for a reintervention on the left leg. Laser atherectomy of the left sfa and popliteal artery in-stent restenosis, balloon angioplasty of the left sfa and popliteal artery with a stellarex drug coated balloon (dcb). A post treatment angiogram and intravascular ultrasound (ivus) showed improved flow throughout the stent with less than 10% residual narrowing. The devices remain implanted. The outcome was reported as resolved/recovered. The event was reviewed by veryan on 28-aug-23 and considered possibly related to the non-study device implanted in the left leg on (B)(6) 2021.